Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres. The procedure was completed with another of the same device. No complications were reported.